Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 (live births: (B)(6) 1988, (B)(6) 1991, (B)(6) 1993, (B)(6) 1997, (B)(6) 2005), c-section, carpal tunnel syndrome, anemia, cholecystectomy, tubal ligation, esophagogastroduodenoscopy, venous insufficiency and uterine dilation and curettage. Previously administered products included for birth control: birth control pills in 2007. Concurrent conditions included asthma, retroverted uterus, nabothian cyst, shortness of breath, chest pain, dizziness, hypertension, right upper quadrant pain, latex allergy (rash), sleep apnea, insomnia, depression, chronic back pain, leg pain, hemiparesis, swelling of legs, adrenal nodule, intercostal myalgia, renal colic, hand pain, hemihypoesthesia, neck pain, constipation, weakness, gastroesophageal reflux disease, vomiting, dysfunctional uterine bleeding and sulfonamide allergy. Family history included coronary artery disease (father) and diabetes mellitus (mother). Concomitant products included acetylsalicylic acid (aspirin) since 2015, cetirizine since 2015 and salbutamol (albuterol) since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain ("pain (abdominal pain)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines (severe) / headaches"), headache ("migraines (severe) / headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2017, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (ablation in 2015). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, female sexual dysfunction, migraine, headache, nausea, rash, abdominal pain, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia and alopecia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, alopecia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: as per pfs, essure placement procedure was in (B)(6) 2006. Essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion CT of abdomen on (B)(6) 2014, right ovary: the right ovary measures 2.7 x 1.8 x 1.8 cm. There was positive doppler flow to the right ovary. No adnexal mass is seen. Left ovary: the left ovary measures 3.6 x 3.0 x 2.9 cm. There was positive doppler flow to the left ovary. No adnexal mass was seen. There was no free fluid within the cul-de-sac. Impression: no acute process within the limits of portable technique. Right ovary the right ovary measures 2.7 x 1.8 x 1.8 cm . There was positive doppler flow to the right ovary. No adnexal mass was seen, left ovary : the left ovary measures 3 .6 x 3 .0 x 2.9 cm . There was positive doppler flow to the left ovary. No adnexal mass was seen . There was no free fluid within the cul-de-sac. Transabdominal sonographic examination on (B)(6) 2014, transabdominal sonographic examination of the pelvis was performed. Transvaginal scanning was also performed. The uterus was 9.0 x 4.2 x 4.3 cm. CT abdomen on (B)(6) 2014, right ovary: the right ovary measures 2.7 x 1.8 x 1.8 cm. There was positive doppler flow to the right ovary. No adnexal mass was seen. Left ovary: the left ovary measures 3.6 x 3.0 x 2.9 cm. There was positive doppler flow to the left ovary. No adnexal mass was seen. There was no free fluid within the cul-de-sac. Transabdominal sonographic examination on (B)(6) 2014, transabdominal sonographic examination of the pelvis was performed. Transvaginal scanning was also performed. The uterus is 9.0 x 4.2 x 4.3cm. The uterus appears retroverted . Multiple nabothian cysts are seen in the cervix . The endometrium does not appear thickened, measuring 7 mm. Echogenic focus noted within the uterine fundus is likely reflecting adjacent essure clip as seen on recent. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement (B)(6). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events vaginal haemorrhage, menorrhagia, migraine, headache, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, rash, abdominal pain, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia, alopecia and uterine haemorrhage were newly added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.